Event description:
It was reported via a written liability claim from patient's attorney that patient underwent primary total hip arthroplasty on (B)(6), 2007. Claim alleges that due to undefined patient complaints, additional exams are needed and there are concerns of a possible pseudotumor. No revision procedure has been performed. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. There has been no revision procedure performed to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.